Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The local field service engineer found that an endoscopic image flickering occurred intermittently while camera cable moving due to camera cable is knot and buckled. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the routine inspection, an endoscopic image flickering occurred intermittently, and the camera cable of the subject device was broken. Other detailed information was not provided. There was no report of patient injury associated with the event.